Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device exhibited backup reset mode. No further information is available.

Manufacturer narrative:
Correction: manufacturer report 2017865-2022-19527 should not have been submitted as a medical device report (MDR) as the product was noted before distribution